Event description:
The report received from the (B)(6) indicated that the patient was enrolled in the study and had a precise 7 x 30 stent successfully implanted in the mid left common carotid artery during the study index procedure. A 5 mm. Angioguard embolic protection device was used during the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged the day after the index procedure. Twenty-six days after the index procedure, the patient experienced a stroke requiring emergency cea surgery. The onset of symptoms was gradual and the recovery was partial with minor residuals. The event was reported to be related to the study device and procedure. Additional information has been requested. The patient was asymptomatic for the study index procedure. The mid left common carotid artery target lesion was reported to be: an 87% stenosis, 15 mm. Length, absent of thrombus, and a 6.2 mm. Reference diameter. The lesion was pre-dilated. The residual stenosis was 30%.

Event description:
Additional information obtained during review of the adjudication minutes indicated the patient experienced a hemorrhagic stroke approximately fifteen (15) days after the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the patient had a precise 7 x 30 stent successfully implanted in the mid left common carotid artery during the study index procedure. An angioguard embolic protection device was used during the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure and was discharged the day after the index procedure. Twenty-six days after the index procedure, the patient experienced a stroke requiring emergency cea surgery. The onset of symptoms was gradual and the recovery was partial with minor residuals. The event was reported to be related to the study device and procedure. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15290513 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Complaint conclusion: the cc has been updated secondary to receipt of the adjudication minutes. The adjudication minutes received (B)(4) 2012, agree with the previous diagnosis of an ipsilateral cerebrovascular accident occurring approximately 1 month after stent implantation and that the event was device and procedure related. This information does not change the previous determination; the current code of ischemic stroke will remain as a reportable complaint. Additional information notes that approximately 16 days after stent implant the patient was evaluated for complaints of a headache and dizziness. A CT scan of the head without contrast on (B)(6) 2011 showed a high density linear abnormality within the adjacent sulci felt to represent small focal area of subarachnoid hemorrhage, compared to a study performed on (B)(6) 2010. No additional data was provided. As such to better reflect the adjudication determination hemorrhagic stroke will be added to the file as a reportable event. The patient had a precise 7 x 30 stent successfully implanted in the mid left common carotid artery during the study index procedure. An angioguard embolic protection device was used during the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure and was discharged the day after the index procedure. Twenty-six days after the index procedure, the patient experienced a stroke requiring emergency cea surgery. The onset of symptoms was gradual and the recovery was partial with minor residuals. The event was reported to be related to the study device and procedure. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15290513 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hemorrhagic stroke occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Less common causes of intracerebral hemorrhage include trauma, infections, tumors, blood clotting deficiencies, and abnormalities in blood vessels (such as arteriovenous malformations). Typically, intracerebral hemorrhage develops on the third to fifth post procedure day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.